Event description:
The customer alleged they received a questionable ion selective electrode (ise) potassium result on their c501 analyzer. The patient's initial potassium result was 2.7 mmol/l and it was reported outside the laboratory. The physician questioned the result and the sample was repeated on the same analyzer. The repeat result was 4.8 mmol/l. The repeat result was considered correct and reported outside the laboratory. There were no adverse events. The potassium electrode lot number and expiration date were not provided. The field service representative could not find a cause for the event. The patient sample came from an outside clinic and the issue was thought to be specimen related. He did a general cleaning. As a preventative measure, he replaced the sipper nozzle which had a small rub mark on the side not near the probe tip. He verified the fluidics were good. He performed a precision check. The customer successfully performed calibration and quality control with results near their mean values. The instrument was performing within specification.

Manufacturer narrative:
No root cause could be determined. Further investigation was not possible as the customer did not provide the required information. The calibration and quality control results were unsuspicious, excluding a hardware malfunction. Proper system conditions were confirmed.